Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. The service history review had no indication that the complaint was related to a service of the device within the review period. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1: facility name (B)(6) hospital. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream. Per reporter, the pump did return to running but the alarm returned. Reporter stated the bag of medication was empty. Removed and replaced batteries and gathered settings upon powering on. Silenced and removed batteries. Per label: total volume- 138ml, continuous rate- 3ml/hour over 46 hours. Pump settings: reservoir volume- 11.1ml, given- 126.98, rate- 3ml/hour. This event occurred at the hospital. Per reporter, the issue was over delivery. No patient harm/adverse event reported. Starting volume: 138 ml. Continuous infusion rate: 3 ml/hour. Reservoir volume: 11.1 ml (displayed on pump). Given: 126.98 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: 2. A closed system transfer device was used to fill the cassette. The line was primed manually.